Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the neonatal arctic gel pad was leaking in neonatal intensive care unit. The nurse described the pad as a small leak causing dampness on the pad, patient side, from near the optional abdominal strap. The arctic gel pad had to be replaced.

Event description:
It was reported that the neonatal arctic gel pad was leaking in neonatal intensive care unit. The nurse described the pad as a small leak causing dampness on the pad, patient side, from near the optional abdominal strap. The arctic gel pad had to be replaced.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to " improper material specifications for integrity of film (bonding capability)/improper material specifications for integrity of film (tear resistance)". It was unknown whether the device had met specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿cautions: the neonatal arcticgel¿ pad should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. The neonatal arcticgel¿ pad must be replaced after 5 days of use. Do not allow circulating water to contaminate the sterile field when lines are disconnected. Directions: attach the pad¿s line connectors to the fluid delivery line manifolds. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." When finished, purge water from pad.¿ h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.